Event description:
It was reported that pump issued cartridge alarms during cartridge loading, and caller was unable to complete loading or continue insulin delivery despite following on-screen prompts and using a newly filled cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller attempted troubleshooting with technical support, including removing cartridge and delivering a 9-unit bolus that completed successfully, but repeated attempts to load a cartridge still resulted in alarms, caller had no backup insulin method available, and planned to contact healthcare provider; technical support arranged replacement pump and cartridge, confirmed shipping details, provided instructions for storage mode and pump return, and advised caller to set up pump settings and reconnect continuous glucose monitor on replacement pump.